Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reported contacted animas alleging that the patient experienced a blood glucose (bg) of 544 mg/dl with symptoms of dehydration, blurred vision, and the sensation of their feet falling asleep associated with an alleged inaccurate delivery issue. Reportedly the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts) the reporter stated that the basal rates were adjusted. Cts was unable to determine whether the basal delivery totals, the bolus records and the bolus history were recorded as programmed. The reporter stated that the patient went to the endocrinologist and the endocrinologist thought that pump should be replaced and that it was running slowly. The patient was referred to their health care provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.